Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4) will capture the initial event. (B)(4) will capture the multiple events that occurred at the start of the year. (B)(4) will capture the currently open investigation on a 3-0 prolene. - did the reported issue contribute to any patient adverse consequences? - did the needle fall into the patient? If so, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? - does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon's opinion of the potential consequences for the patient? - could you kindly provide the product code and lot number, please? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: additional information was requested, the following was obtained: according to the user report: impacted product is prolene, w8704, lot no. 1065bc contact hcp: (B)(6) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: what were the immediate actions taken?: the sutures were removed from the field with the needles attached and the corresponding packets. Labeled with date, surgeon and case number. Unfortunately after two breaking the surgeon chose different measures of haemostasia's. As detailed above the sutures were from the same lot/batch, the remaining sutures with the matching were removed from our shelf. Aer completed and an email will be sent to clinical engineer team and the company rep. The sutures will be made available for the clinical engineering team to collect for inspection.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. While preforming haemostasias on patient the vascular registrar used two sutures. These two needles snapped and pulled apart upon tying. The only instrument used was a ratcheted needle holder on the needle itself. There was nothing used on the thread, the first suture seemed to just fall apart in their hands. It was noticed that the sutures were from the same batch. This is not a new occurrence, we have had multiple at the start of this year and currently one open investigation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.